Manufacturer narrative:
(B)(4). Concomitant medical products: unk part/lot head, cup. Reported event was unable to be confirmed due to limited information received from the customer. Review of device history records was not possible as the necessary product/lot code combination was not provided. Root cause was unable to be determined with the limited information provided by the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address metallosis, pain, loss of range of motion, and second revision due to recurrent dislocation. No further information is available.